Event description:
It was reported that device delivered inappropriate atp and hv therapy for an svt episode. The svt fell into the vf zone and triggered the hv therapy. Programming changes and morphology template update were made. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.